Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior fixation at levels th12-l4 to treat burst fracture at l2 on (B)(6) 2013. Lamina hook was used for the th12 level. On an unknown date post-op, "osteolysis-like state" was observed on the patient's bone. It was not determined whether the state was due to infection. L1 screw(s) was(were) also found to be loosened and backed-out. Revision was scheduled on (B)(6) 2015 to extend fusion to th9. In revision surgery, rod was cut at caudal side of l1 screw, th12 hook and l1 pedicle screw was removed. Pedicle screws were additionally inserted at th8/11 and was connected to the caudal side with axial connector. Bone union was obtained only at caudal side.